Event description:
It was reported that the ICD dropped several inches in the pocket, dislodging the leads. The ventricular lead was still attached to the right ventricle. Rv sensing showed a decrease and the capture threshold had increased. The helix could not be retracted in order to reposition or remove the lead. The physician elected to perform dft's which were successful. The ICD and lead remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.